Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy due to noise. Low, out of range, pacing lead impedance was also observed. No anomalies were detected with diagnostic imaging and noise could not be reproduced in-clinic. High voltage therapy was deactivated and patient was placed in a life vest. The patient has elected not to undergo any lead revision at this time.